Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/08/2016. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Forty retained cartridges were tested in whole blood and I-stat tricontrols level 2 control. The customer complaint was not reproduced. Test results for retained cartridges met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirmed chem8+ cartridge lot h16009 is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium, chloride and hematocrit results on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: sample: specimen: collected: tested : analyte : result: method: (B)(6) 2016, a , wb, 0927, 0932, na, 118 mmol/l, I-stat. Cl, >140 mmol/l. Hct, 40. (B)(6) 2016 , b, plasma, 0927, 0951, na , 143 mmol/l, vista. Cl, 111 mmol/l, (B)(6) 2016, c, edta wb, 0927, 0951, hct, 47, sysmex xn200. (B)(6) 2016, a*, wb, 0927, 1633, na, 138 mmol/l, I-stat. Cl , 110 mmol/l. Hct, 46. (B)(6) 2016 a* plasma 0927 1633 na, 137 mmol/l, vista. Ci, 110 mmol/l, at the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4),